Event description:
It was reported that there was an ambulance accident. The stretcher had a patient on it at the time of the accident and was secured in the vehicle. There was no reported medical intervention or adverse consequences.